Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they had a battery out limit alarm. The customer stated they were unable to clear the alarm with the act button. Customer's blood glucose was unknown at the time of the call. Customer also reported a blank display on the insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly, no blank display or battery out limit alarm noted. All operating currents are within specifications. No unresponsive buttons noted. All buttons functioned properly, no moisture damage or corroded keypad traces noted. The connector at the lcd board was found locked. The insulin pump passed self test and displacement test. However, the insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.